Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii needle tip broke during the first use. The sales rep stated that while attempting to pass for the first time, they noticed that it was not puncturing the tissue. The sales rep stated they removed the needle from the gun and noticed the tip was broken off. The needle tip was not found in the patient and the sales rep stated they were not sure if it broke prior to use or while being used in the patient. The needle was used with an expressew iii with hook, #2 orthocord and healix anchors. The sales rep stated that an x-ray was not taken and there is no surgical invention planned. The case was completed with a new needle with a two minute delay to search for the needle tip. The needle was discarded by the customer. There was patient involvement reported. The status of the patient post-surgery was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.